Manufacturer narrative:
During analysis, a failure event was observed. Final analysis found full breach insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.